Event description:
During a da vinci si prostatectomy surgical procedure, the monopolar curved scissors instrument 's cable allegedly broke while the tip cover was still on it. In addition, the instrument's scissors reportedly no longer works. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering inspected the returned instrument and found one of the grip close cables broken at the distal idlers and was sticking out at the instrument's wrist. The idler pulley spun freely and was not damaged. The other cables at the instrument's wrist were not damaged. Electrical continuity test was performed on the instrument and passed. Additional observation not initially reported by the site was pulley and main tube damage. Engineering found scratches on the surface of the distal pulley. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.